Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the return of increased bowel movements over the past 2 weeks. Patient services reviewed therapy expectations and programming considerations. Agent suggested connecting to ins, but caller got eos message. Caller and patient confirmed this was the first time seeing this message. Patient became frustrated because the device was just implanted in (B)(6) 2024. Agent reviewed battery longevity factors and suggested patient follow-up with managing hcp. Caller asked if there was a local rep. Agent reviewed local reps for patient's zip code. Caller requested phone numbers and agent reviewed role of paging service. Agent transferred to (B)(6).

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.